Manufacturer narrative:
The device was not received for analysis. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that nine months after a "pelvic organ prolapse cystoscopy, rectocele, post hysterectomy vaginal vault prolapse & stress urinary incontinence surgery" performed on (B)(6) 2008 using a capio cl suture placement system, "it prolapsed again." The patient reportedly "left it go for almost a year and half." Subsequently, the patient reportedly experienced an unknown amount of bleeding and "several" bladder infections, and "went to a new urologist." This urologist informed the patient that "the mesh was causing the bleeding" (type and brand of mesh unknown) and indicated that the patient "would need to have the surgery re-done." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.